Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample note: per follow-up call on 14-feb-2020: contacted the paramedic the meter was reading e-0 on the patient I had advised what the e-0 meant he does not know if there was a issue with the hematocrit or other factors to inhibit the blood reading on patient. Could not provide any information to me concerning the patient for privacy reasons. He also stated that this meter was in operation and was being used on other patients with no issues that he is aware of. Asked to replace the meter and strips as of now, he declined. Paramedic will be asking his supervisor if that is something they want to do and will get back with us.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Paramedics is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms. Medical attention is reported as a result of the e-0 display. The product storage location is undisclosed. During the call a back to back blood test was not performed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 14-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause changed from "mlc-21: improper technique of obtaining or applying blood sample" to "mlc-62: user had poor technique".